Manufacturer narrative:
After further evaluation, the suspect medical device was corrected from the alinity I toxo igg reagent, list 07p45-32, abbott gmbh, wiesbaden, germany to the alinity I toxo igg avidity reagent, list 07p46-22, abbott gmbh, wiesbaden, germany. There is no similar product in the us therefore, no further information on this incident will be reported.

Event description:
The customer observed falsely elevated alinity I toxo igg avidity results for one patient. The following data was provided (reference range: < 50.0 %avi = low avidity, 50.0 - 59.9 %avi = grayzone = 60.0 %avi = high avidity): sid (B)(6) processed on (B)(6) 2024: toxo igg-r => 59.9 iu/ml, toxo avi1=> 428.374, toxo avi2=>28.097, toxo avi=> 93.4 %. Rerun same sample on (B)(6) 2024: toxo igg-r => 50.2 iu/ml, toxo avi1=> 56.565, toxo avi2=> 27.266, toxo avi=> 51.8 % no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I toxo igg avidity results for one patient. The following data was provided(reference range: < 50.0 %avi = low avidity, 50.0 - 59.9 %avi = grayzone = 60.0 %avi = high avidity): sid (B)(6) processed on (B)(6) 2024: toxo igg-r => 59.9 iu/ml toxo avi1=> 428.374 toxo avi2=>28.097 toxo avi=> 93.4 %. Rerun same sample on 11/26/2024 toxo igg-r => 50.2 iu/ml toxo avi1=> 56.565 toxo avi2=> 27.266 toxo avi=> 51.8 % no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 is (B)(6). This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-40/-45.